Manufacturer narrative:
Med.j.pref nara hosp 13 : 57-61 2009 ¿endoscopic removal of an occluded viabil stent with grasping forceps in a patient with ampullary carcinoma: a case report¿tetsuya yoshioka, masahiko sakamoto, noriko horikawa, toshiya nakatani, masakazu uejima. Results: lot/serial numbers were requested, but not provided, therefore a review of the manufacturing records could not be conducted. Additional patient and procedure information was requested but not provided.

Event description:
Med.j.pref nara hosp 13 : 57-61 2009 "endoscopic removal of an occluded viabil stent with grasping forceps in a patient with ampullary carcinoma: a case report" tetsuya yoshioka, masahiko sakamoto, noriko horikawa, toshiya nakatani, masakazu uejima. Background: expandable metallic biliary stents are reserved for patients with nonresectable malignant biliary obstruction. Occasionally, these stents may cause complications, necessitating their removal. We describe successful endoscopic removal of a viabil stent 19 months after insertion. Case report: an (B)(6) man had previously undergone placement of a covered stent to relieve jaundice caused by ampullary carcinoma. Thereafter, jaundice and cholangitis recurred due to stent occlusion. A percutaneous procedure failed to recanalize the occluded stent. Then, the stent was endoscopically removed 19 months after stent placement. Conclusion: this experience suggests that a viabil stent can be removed safely after long term placement.

Manufacturer narrative:
This report is being sent as a retraction to the initial report. ¿the occlusion was not related with gore® devices and occurred due to the patient condition. This event is not reportable as a serious injury.